Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the nurse pulling out the orange cap and the safety guide was also pulling out making the syringe not usable. Additional information was received and stated that the orange cap was not hard to pull. Per customer, the entire safety mechanism was sticking out above white safety guard when pulling out the cap. There was no patient involved and no injuries reported. The issue was discovered before use.

Manufacturer narrative:
See section d4 for the expiration date provided, as the sample returned by the customer has expiration date on it. The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured and packaged in february 2022. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.